Event description:
Caller reported that a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the cartridge from the pump and administer a 9-unit bolus. The bolus was completed successfully, and the caller was able to reload the original cartridge and resume insulin therapy. The issue was resolved with these actions.